Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of automated peritoneal dialysis therapy. Reportedly, the home patient noted moisture under the machine after receiving the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was discontinued for the evening. No patient injury or medical intervention was associated with this incident per the home patient.